Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"The literature article entitled, ""cementless total hip arthroplasty in young patients under the age of 30: a minimum 10 year follow-up"" written by kyoung ho moon and eun ho shin published by hip international accepted by publisher 4 september 2017 was reviewed. The article's purpose was to review the clinical and radiographic outcomes of young patients who received a tha under the age of 30 in which the patients had been followed up for more than 10 years. The data was compiled from 44 patients (51 hips) with an mean age of 25.71 years and mean follow-up period of 13.7 years. All femoral components were depuy products: aml (42), solution (3), and srom (6). Acetabular components were all duraloc shells with the exception of 1 non-depuy shell. Femoral heads were ceramic (48) and metal (3) and liners were enduron poly (27) and ceramic (24). It is noted that table 5 page 5 provides 8 cases of revisions due to loosening of cup and/or stem which is captured individually (femoral components specified along with identiy of loose components) in linked complaints illustrating higher rate of revision among smaller femoral head components." This complaint captures case 5 with l and r osteolytic lesions and received revision of l cup component 104 months post initial implantation for loosening and r cup 134 months post initial implantation for loosening. The cup was duraloc and the stem was srom stem, ceramic head and enduron pe liner. The article associates osteolysis and osteolytic lesions due to wear of poly liner.